Event description:
It was reported that this issue involved a (B)(6) female pt, weighing (B)(6). During a normal insertion in the picu, resistance was met when attempting to retrieve the swg during the process of the dilator removal and catheter insertion resulting in the kinking of the swg. As a result, a vascular surgeon was called in to manually remove the swg by reinsertion the dilator to "straighten" the swg for removal. A new kit was opened and used without issue to successfully complete the procedure. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).